Event description:
The customer reported that he experienced high blood glucose results while wearing a pod. At 8:22 am, his result was 15.9mmol/l (286 mg/dl), and he gave himself a 4.15u bolus. At 10:00am, it was 14.3 mmol/l (257 mg/dl), and he took a 0.7u bolus. At 11:23 am, with a result of 11.6 mmol/l (209 mg/dl), he deactivated the pod. He stated that the cannula looked kinked.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.